Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was not able to put the device into MRI mode because the stimulator is dead. Patient services (ps) asked why and she said she didn't charge. The stimulator doesn't really help as much as she would hope and has a lot of problems charging it anyway. It takes a lot of effort to connect. Ps asked when she noticed the issue and she said the first couple weeks seemed to be better and then it seemed to decrease. Think some of the problem is it is two-fold. She has the stimulator because she has neurogenic bladder, and it helps her to initiating voiding. She is having fewer uti's but she has always double voided or triple voided. She has interstitial cystitis. When she doesn't have the device on she is double voiding or triple voiding and taking longer in the bathroom but she doesn't feel the pain. When she has stimulation on she is quicker in bathroom but feel bladder pain more. So she opts to not have the device on as often. Patient mentioned the recharger zaps her when she recharges. She has to put the recharger on the skin, she doesn't use the belt because then she can't connect. She said she can't use thin clothing because then it doesn't charge. The charging issue and zapping started right away. After the first two weeks. She had weird swelling so she thought the stimulator rolled over or shifted. The doctor said it was fine. The doctor had to make adjustments to settings. Then it started not connecting as well. Patient had to then take recharger out of holster and put on skin. Patient refers to her body type as fluffy. Additional information was received from the patient. Patient had called to inquire about compatibility considerations such as a tens unit/electrocautery and other considerations they need to keep in mind for their therapy and current implanted device. Patient services reviewed information and sent the patient a patient therapy guide for the patient to reference compatibility information. Patient reiterated previous report about their rechargeable system. Patient also reported a lot of medical history and patient services did their best to document reported information. Patient stated they are a va patient and a 100% disabled vet and that they had lots of mixed connected tissue stuff going on and ehlers danlos syndrome and fragile-"super stretchy" skin and that even though they'd used the "antibiotic pouch" for the rechargeable ins, the ins still spun around inside of them so they weren't able to charge very well. Patient stated they'd never be able to connect to charge, that instead of a half hour, it would take 3 hours to charge and they would always have poor communication and would have to do it right against their skin and so they'd be "zapped" all the time, and that they would be zapped even over their clothes. "It just wasn't working." Patient stated medical information that patient services was unable to get an exact timeline on but patient stated the episode wasn't related to their device/therapy. Patient stated at one point their family thought they were having a stroke because they were slurring their words and acting like they were drunk and they lost control of the right side of their body and that they went to the emergency room and mris and CT scans were done and there was no indication for stroke. Patient stated it was determined they had a "perfect storm" of a uti and a sinus infection and that the patient had a history of migraines and they stated the patient had had their first hemiplegic migraine that had caused their issues. Patient stated they couldn't move at all for a while there so it made it even more difficult to charge. Patient stated that they got their right side back eventually however their leg/calf was still weak. Patient stated they did a nerve conduction test and a "whole portion of that leg" wasn't reading anything/wasn't responding and both the urologist and the patient's neurologist wanted to wait to see the weakness in the leg cleared before they did anything with the patient because the patient was a "high risk patient" to have surgery. Patient stated their partner told them "get that thing out of your back. Maybe the lead migrated and just wait to see if things change" and the patient waited a whole year with the implanted system not working and with no change in their leg and that their hcp told them "with it not working and all the trouble you go through to charge and because of the rotation" they would just replace the rechargeable implant with their current implant because the current implant was flat like a pancake and would be less likely to move around. Patient stated since they got the new implant, there had been no change with that particular leg, so they knew the device/therapy was not related in any way to the issue. Again, patient's reason for call had been to inquire about compatibility considerations for their current system so patient services documented reported information to the best of their ability and emailed the patient the patient therapy guide at the patient's request. No further action was taken by patient services.